Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The inspection identified charged coupled device (ccd) image flickers when angulating. It was likely due to positional issues, and the angulation was out of production standards. The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image had lines and intermittent connection. No further information was available. There were no reports of patient harm.